Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the blade/screw guide sleeve (p/n: 03.037.017, lot # l057778) was returned and received at us cq. Upon visual inspection, it was observed that the device was stuck with buttress/compression nut (p/n: 03.037.016). The threads on the device near the buttress/compression nut were observed to be stripped, which could have contributed to the complaint condition. There were scratches on the device which has no impact on the functionality of the device. The stripped/worn condition is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.037.017-us, lot: l057778, manufacturing site: bettlach, release to warehouse date: 07. Sept. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during hip surgery, the buttress/compression nut on the threaded trocar in the trochanteric fixation nail advance (tfna) system would not smoothly thread on. Upon further inspection the threads on the guide sleeve were damaged. There was a surgical delay of fifteen (15) minutes to get another set. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) blade/screw guide sleeve. This is report 1 of 2 for (B)(4).